Manufacturer narrative:
Additional and/or corrected data: b5, d4, g6, h2, h4, h6 a review of the device history record for strattice lot sp100264 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the lots associated with this event were found through discovery and are "sp100264-441 and sp200198-072". No other information was reported. There is no allegation on a second device. As reported in the initial: it was reported through a legal event that a 59 year old male patient had hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2020, for a revision surgery. No other information was provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 59 year old male patient had hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2020, for a revision surgery. No other information was provided.